Event description:
It was reported that the downstream occlusion was detached and damaged. There was no patient involvement, no patient injury was reported.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
One device was returned for repair. Review of event log found no related alarms. Review of service history found no relevant service history. Complaint of detached and damaged downstream occlusion (dso) seal was confirmed through a visual inspection of the pump. Replaced dso seal. Device passed testing post repair.